Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, volume delivered higher than expected was reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was sent for flow testing at two customer specified flow rates of 100 ml/hr for vbti 100 ml and 40 ml/hr for vbti 50 ml and delivered within 5-10%.a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered volume higher than expected. The pump was programmed to deliveredd at a rate of 40 ml/hour and volume to be delivered (vtbd) 50 with actual 58 but delivered at a rate of of 100 ml/hour and volume to be delivered vtbd) 100 ml with actual of 108. There was no report of patient injury or medical intervention associated with this event. No additional information is available.